Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. Microscope evaluation was performed and it was noted that the catheter was cut near the ferrule in order to separate the device from the catheter. This condition is not considered as an issue of the device, as it is stated in the instructions for use (dfu)/product label that the delivery system can be cut at the handle to separate the device from the catheter. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (dfu)/product label. Block h11 (correction): h6 (device codes)

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a hepato-gastroenterology endoscopy procedure performed on (B)(6), 2021. During the procedure, this clip was used to stop the bleeding. It was reported that "clipping and releasing when removing the cable, the clip hits the endoscope." The device remained open and the handle no longer functioned. It was noted that the endoscope was removed from the patient, and the delivery catheter was cut with forceps. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a hepato-gastroenterology endoscopy procedure performed on (B)(6) 2021. During the procedure, this clip was used to stop the bleeding. It was reported that "clipping and releasing when removing the cable, the clip hits the endoscope." The device remained open and the handle no longer functioned. It was noted that the endoscope was removed from the patient, and the delivery catheter was cut with forceps. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.